Event description:
On (B)(6) 2014 the reporter contacted animas, alleging a (button/keypad)(tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/30/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/27/2014 with the following findings: the keypad was removed, contamination was found to ¿contrast¿ and ¿down¿ key¿s contacts. The keypad rubber is undamaged, ¿down¿ button responds intermittently, all other buttons respond properly.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.